Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported inserting a new battery and stated that he had a blank display. Customer mentioned that he is forced to reprogram everything after the insertion of new batteries. Customer stated that he received a failed battery test and a bolus stopped alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.